Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the battery voltage read 3.72v over the entire lifetime of the implantable neurostimulator (ins) though it was no longer providing therapy. The ins read as though it had voltage, but there was no efficacy. The ins never exhibited depletion upon interrogation. On the day of the explant the ins read 3.75v, but 99% used. It was questionable if the battery depletion of the ins was normal or not. The ins was replaced. The pt recovered without sequela.